Manufacturer narrative:
(B)(4).

Event description:
The pt never experienced therapeutic effect and could not "feel" stimulation. She had pain ever since time of implant. She attended multiple reprogramming appointments to review programmer and recharging. Troubleshooting included increasing amplitude from 0.00 to 2.00 or pulse width from 60. At the last programming session all parameters were limited except for rate and amplitude. She felt the "device was faulty and was turning itself off automatically." The ins pocket site was red, warm and tender to touch. It did not improve after antibiotic treatment. The device system was explanted and the pt recovered without sequela.